Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 15-may-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with vizigo. Hemostatic valve failure. During the replacement of the catheters, a significant amount of air was drawn into the syringe. The timing was before retrieving the octaray from the vizigo and inserting the varipulse into the vizigo, as well as during the retrieving of the varipulse and the inserting of the octaray. There was no visible damage to the hemostatic valve from the outside. The hemostatic valve itself was not damaged. The procedure was continued as it was and was completed successfully. There was no patient consequence reported. Additional information was received. The hemostatic valve did not dislodge inside the hub nor outside of the hub. The brim cap / hub was not detached from the sheath. The sheath was being used on the patient. No air entered the patient¿s body. No blood return was observed. Rf needle was used in the procedure.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with vizigo. Hemostatic valve failure. During the replacement of the catheters, a significant amount of air was drawn into the syringe. The device evaluation was completed on 20-may-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, back pressure test of the returned device were performed following j&j medtech procedures. Visual inspection revealed no damage or anomalies on the device. The hemostatic valve surface does not show stress marks on the outer diameter. A back pressure test was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. No bubbles were detected. The air flows back issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning stated in the IFU: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate; if resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. During an internal review, noted a correction to the 3500a initial under h4. Device manufacture date. It was processed as 07-nov-2022 and it should have been 18-jul-2024. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).